Event description:
It was reported to philips that the device failed operational check.

Manufacturer narrative:
It was reported to philips, that the device failed operational check. There was no patient involvement. The service representative confirmed, the device fails of the operational check as documented in the device log files. The device needs a high voltage capacitor and aa therapy pca. Upon conclusion of the evaluation. It was determined, that the therapy pca and a high voltage capacitor require replacement. We are unable to determine, the root cause of the event, as multiple parts were required for replacement. The both of these parts were replaced. The device meets the specification for the performed service. And is able to be returned to use.